Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause and treatment were not reported. The patient outcome was not reported. Action taken with pd therapy was not reported. Additional information is not available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as multiple deficiencies such as handwashing, pet in the room, and not cleaning work area. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as onset, the patient was treated with intraperitoneal vancomycin (2gm, every five days) for peritonitis. Nineteen days after the peritonitis onset the patient was recovered from the event and antibiotic therapy was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.